Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the x-ray switch. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the x-ray button on the doghouse of the 9800 system got stuck in. The tech pulled it up. There was no report of pt injury.